Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the device experienced a "whining and screeching noise from drill". The device was not being use during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.